Event description:
Rxsight became aware that the patient's light adjustable lens (lal) was explanted due to dislocation after they posted on social media. Due to the limited information available, rxsight is unable to determine if this complaint has been previously reported in a medical device report.

Manufacturer narrative:
This supplemental report is submitted to provide additional information. Updates to sections b5, d9, h3 and h6.

Event description:
Rxsight became aware that a patient underwent an intraocular lens exchange and was implanted with the light adjustable lens (lal) in the sulcus. One week postoperatively, the lal was observed to be dislocated, and a surgical procedure was performed to reposition the lens. One day later, the lens was again observed to be dislocated.

Manufacturer narrative:
Manufacturer reference #: (B)(4).